Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported on (B)(6) 2017 that the patient received a cr exam of the abdomen without contrast. Findings revealed that the ivc greenfield filter had an interior tilt of the apex, abutting the ivc wall. Penetration of primary struts on the ivc wall, one was anchored in the periosteum of l4. The remaining struts extended into the pericaval fat. The filter appears to be normally deployed with the tip is at the l3-4 level.